Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: dermabond prineo 60cm msh 3.8ml adhesive (clr602): both parts list the j&j products that were used during the case but did not contribute to the reported event. Was there any harm to the reported patient or user? Yes. Did the patient/user require any medical or surgical intervention as a result of the event? Yes.description: required allergy medications, antihistames and topical corticosteroids. Did the patient/user require prolonged hospitalization as a result of the event? No. What is the patient/user status after the event? Patient is in follow-up; he has hyperpigmentation of the scar and around it (the entire area of application of the product). Was there a significant delay? Unknown. If available, please provide the product order number (po). Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? What was the procedure date? What date /day post op was the reaction noted? Was any surgical intervention performed? When was the prineo product removed from the patient? Were any cultures taken? Results? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a plastic surgery mastopexy on an unknown date in 2026 a topical skin adhesive was used. In patient of 4 days after applying the product, the patient presented allergy with symptoms of erythema and pruritus. The surgeon proceeded to withdraw the product and prescribe antihistamine and topical corticosteroid. Patient is in follow-up; he has hyperpigmentation of the scar and around it (the entire area of application of the product). Additional information has been requested.